Manufacturer narrative:
The investigation results for this complaint are received = 1x x-smart plus handpiece a103400000300 sn: (B)(6). X-smart plus handpiece, sav various mechanical problem, the motor make noise.

Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a x-smart plus version 0202 had abnormal noise and resistance when the head rotates. No injury.